Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had changed the set multiple times and that they had a no delivery. The customer¿s blood glucose level at the time of the incident was within the range of 400 mg/dl and 500 mg/dl. The customer¿s current blood glucose level was 357 mg/dl. The customer treated their blood glucose with a shot of insulin. Troubleshooting was performed and insulin exited without incident. They passed high blood glucose troubleshooting. The device will not be returned for analysis.